Event description:
It was reported the pt was no longer receiving stimulation and is unable to communicate with or charge his ipg. The pt has been hospitalized multiple times over the past 13 months for unrelated issues and did not recharge his ipg. An sjm representative met with the pt and confirmed the issue. The pt's ipg was replaced with a new one.

Manufacturer narrative:
Correction # 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.